Event description:
Pt called out because he felt bad. Pt placed in trendelenberg position. Found to have a large pool of blood under the chair.clothing saturated. Venous needle found to be out. Venous pressure stayed within limits no audible alarm sounded. Pt discharged from clinic in stable condition. Later admitted to hosp that night. Pt expired 1/15/97.